Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary user was unable to recover a failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to recover a failed drawer. A field service engineer restarted the system and successfully recovered it without any errors. It was confirmed that no errors were present on the screen. The system functioned as intended after the field service engineer troubleshot the device.